Event description:
Customer reports when moving the fill / expel lever to retract, the ram moves forward. Updated information from service; the failure occurs just in the manual usage during the ventilation(air purging) procedure - it does not happen during the injection. There was no patient involved.

Manufacturer narrative:
Regional service investigated and replaced the fill switch, calibrated the unit and checked the unit through a preventative maintenance check. Service engineer reported returning the unit to full service.